Event description:
It was reported to philips that the device gave an alert for low space in disk partition, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.